Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented in clinic during follow-up with a device in backup vvi mode. A device download was performed successfully; device remains implanted.